Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device was set up and received two green swim lane for a good shell, handle and adapter. After waiting a few minutes they load a reload on to the adapter but the handle would not turn on. The screen would not turn on and took the handle out of the shell, the handle was really warmed. The handle did not work at all after it shutdown. They put the handle back on the charger and one of the prongs on the charger was bent.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of the system logs show a system log that ends abruptly with no re-start command of any kind directly after calibration of the adapter. Battery voltage as recorded in the log just prior to the log ending indicated battery charge level of greater than 80%. At the next initialization the system clock reset and battery charge level was reduced to approximately 1% indicating the power had been interrupted due to a fully depleted battery. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a device issue was identified during product analysis. The root cause has been identified as damage due to an electrostatic discharge (esd) event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic led an evaluation of one signia handle device. Analysis of the system logs show a system log that ends abruptly with no re-start command of any kind directly after calibration of the adapter. Battery voltage as recorded in the log just prior to the log ending indicated battery charge level of greater than 80%. At the next initialization the system clock reset and battery charge level was reduced to approximately 1% indicating the power had been interrupted due to a fully depleted battery. When the microprocessor experiences an esd event it can cause the handle to lockup. The root cause of the observed condition was determined to be a result of an exposure to an unanticipated electrostatic discharge (esd) event prior to procedural use. Device enhancements are being evaluated to minimize the potential device susceptibility to esd. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device was set up and received two green swim lane for a good shell, handle and adapter. After waiting a few minutes they load a reload on to the adapter but the handle would not turn on. The screen would not turn on and took the handle out of the shell, the handle was really warmed. The handle did not work at all after it shutdown. They put the handle back on the charger and one of the prongs on the charger was bent.